Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient had a loss of connection. No additional event or patient information is available. No product was provided for evaluation. However, data log was provided and reviewed for evaluation on (B)(6) 2017. Complaint for a loss of connection was confirmed. The root cause could not be determined, post investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation and failed due to sensor wire is missing the problem iis confirmed because the sensor wire was missing from the sensor pod and seal carrier. Because the sensor wire is missing, it is considered detached.